Event description:
It was reported that the insulin pump has a protruded drive support cap. The customer responded to the notification letter. Advised customer to discontinue use of the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with protruded/loose motor drive support disk and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.